Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to the comfort room and accidentally dropped the pump in the toilet and the insulin pump was not turns on but continues to beep and alarm and unable to clear out the alarm. The blood glucose was unknown. The customer state that insulin pump was exposed to the moisture. The device will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. No audio/beep anomaly noted.